Event description:
It was initially reported that "on (B)(6) 2024, the swg was found kinked during used on the different patient with same lot five consecutive cases. They changed a new one. No harm for the patient." Additional information reports on two damaged dilators. It was reported "the customer said the dilator damaged due to force.". Associated MDR numbers include: 3006425876-2024-00975, 3006425876-2024-00974, 3006425876-2024-00973, 3006425876-2024-00972, and 3006425876-2024-00971, 3006425876-2024-01079, and 3006425876-2024-01078.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Two guide wires and two dilators were pictured. The report of damage to the dilator tips was confirmed by the photo; however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer report of dilator tip damage during use was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information.

Event description:
It was initially reported that "on (B)(6) 2024, the swg was found kinked during used on the different patient with same lot five consecutive cases. They changed a new one. No harm for the patient." Additional information reports on two damaged dilators. It was reported "the customer said the dilator damaged due to force." Associated MDR numbers include: 3006425876-2024-00975, 3006425876-2024-00974, 3006425876-2024-00973, 3006425876-2024-00972, and 3006425876-2024-00971, and 3006425876-2024-01079.

Manufacturer narrative:
(B)(4).